Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that that the device did not allow the nutrition to pass through; only the water would pass. The nutrition connector was loose causing the nutrition to leak. There was no patient injury, medical intervention, or adverse reaction associated with this event.

Manufacturer narrative:
Investigation summary: the customer reported the device did not allow nutrition to pass, rather, only water. The nutrition connector was loose and caused a nutrition leak. No patient harm/injury reported. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trending was reviewed, and no trend was identified for the reported lot number or device failure. One used sample was returned for evaluation. Visual inspection confirmed the report of leak as the tubing was detached from the cross-spike. An investigation has been initiated for cross-spike leaks to determine the root cause of this device failure relating to manufacturing. No further action is required at this time. This device issue will continue to be monitored and trended.